Event description:
The user reported that during a paracentesis procedure the valve cap disconnected from the drainage catheter when the user tried to attach a stopcock. The user did not provide a lot number. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. The returned device was examined and the complaint confirmed, the valve body of the catheter had detached from the catheter hub. The root cause is attributed to the assembly process. Corrective actions were implemented in (B)(6) 2012 to correct this issue. This device was manufactured prior to implementation of the corrective actions.